Event description:
Initial inspection of the device noted that the polytetrafluoroethylene (ptfe) coating was scraped from the device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Device analysis revealed scraped polytetrafluoroethylene (ptfe) coating 43.0cm from the proximal end and what appeared to be compression marks from the torque device were observed in this region. The ptfe appeared to have been scrapped from the device by the torque device brass collett. No other anomalies were noted. There is no indication from the information that the reported event is related to product specification nonconformance. From the condition of the ptfe peeling, it appears the torque device was not securely fastened onto the wire and had been dragged along its body causing the peeling. Since the device's directions for use (dfu) specifically cautions that insufficient tightening of the torque device can lead to ptfe peeling, the cause is considered to be use related.

Event description:
Initial inspection of the device noted that the polytetrafluoroethylene (ptfe) coating was scraped from the device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The investigation is pending completion.